Event description:
Legal counsel for the patient reported that the patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, the patient allegedly experienced pain after one year, for which the patient received pain therapy and physiotherapy. On an unknown date in (B)(6) 2008, a computerized tomography scan noted a fibrous mass around the iliopsoas muscle, allegedly due to metal ions. The mass was removed on (B)(6) 2008. On an unknown date in (B)(6) 2008, the patient allegedly experienced thrombophlebitis due to compression of the blood vessels secondary to the fibrous mass. The patient was revised on (B)(6) 2009. On an unknown date in (B)(6) 2009, the implant was allegedly defined as ¿not stable¿. Subsequently, the patient was revised on (B)(6) 2014. The surgeon implanted acetabular reinforcement. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent total hip arthroplasty on (B)(6) 2006. Legal counsel reports patient alleged pain in 2007. On an unknown date in (B)(6) 2008, a computerized tomography scan was allegedly performed. Patient underwent a procedure on (B)(6) 2008 to allegedly remove a mass. Legal counsel for patient further reports that on an unknown date in (B)(6) 2008 patient alleged thrombophlebitis due to compression of the blood vessels secondary to the fibrous mass. Legal counsel reports that patient underwent a revision procedure on (B)(6) 2009. It was further reported that the implant was allegedly defined as not stable on an unknown date in (B)(6) 2009. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2014 wherein the acetabulum was reinforced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received reports that the biomet cup and head were replaced with competitor product during the revision procedure on (B)(6) 2009. Another revision procedure was performed on (B)(6) 2014 in which the competitor components were removed and replaced with competitor product. The biomet stem remains implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08444 / 08445).